Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Due to subclavian crush. As a result, the insulation was damaged down to the pacing wire. The lead was explanted and replaced. No patient complications have been reported as a result of this event.